Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving a loud noise on startup, but reads normally. Intermittent readings started to occur during a case where the readings just stopped all of a sudden. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Manufacturer references file (B)(4).

Event description:
The customer reported that the multigas unit was giving an intermittent reading and loud noise issue with the gas unit. No patient harm reported.